Event description:
It was reported that a flipped pump occurred and a revision was performed. The primary issue was the skin erosion that resulted from the pump flip. There were no reported issues related to lack of therapy. During the surgery, the pump was ¿flattened out¿ and the pump pocket was closed. The manufacturer representative was made aware for the need of a revision approximately 1.5 weeks before it took place. However, the manufacturer representative was not made aware of the cause for the revision until the day of surgery. The manufacturer representative was contacted by the healthcare provider (hcp) and asked if any programming changes were made at the patient¿s revision ((B)(6) 2014). No programming changes were made and the only contact the manufacturer representative had with the patient was interrogating the pump prior to surgery. The pump was refilled 3 days prior to surgery. The pump was used to deliver baclofen (unknown, device implant query lists the drug as lioresal). Please refer to mfg. Report# 3004209178-2014-21793 for information pertaining to the patient¿s death the day after surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was unknown what caused the pump to flip. It was stated that it was not truly a flip. The pump was slightly out of place and protruding. The protrusion was said to cause some erosion. The pump was re-anchored more securely. There were no reported issues during the revision. No medication changes were made and the same pocket was used. The pump was used to deliver lioresal. Additional information about the event could not be obtained by the report date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).